Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-1774. It was reported, the pt's ipg turned off by itself and was unable to turn on with the magnet. It was also reported, the pt is experiencing pocket heating at the ipg site while charging. The pt was advised to charge for shorter durations and more frequently. It was also reported, the pt is experiencing pain at the ipg site. X-rays have been ordered and f/u is pending with his physician. Surgical intervention is pending to address the issue. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.